Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle did not retract when the button was pressed. The following information was provided by the initial reporter: "recently several occurances with product ¿ button pressed ¿ needle does not disengage"

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle did not retract when the button was pressed. The following information was provided by the initial reporter: "recently several occurances with product ¿ button pressed ¿ needle does not disengage."